Event description:
It was reported that the catheter was being placed into the patient's upper arm fistula in interventional radiology. The tip of the 5fr ptd separated from the catheter and basket during the final activation and removal of the device. The tip was observed under fluoroscopy to be lodged in the soft tissue of the upper arm and was not removed from the patient. Another ptd was used to finish the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn# (B)(4).